Event description:
As reported on (B)(4) 2013, a patient of unknown age and gender presented for an endovenous laser treatment of the leg. The procedure was successfully completed with no reports of complications or device malfunctions. Post procedure, when the nurse was cleaning the fiber, the gold tip detached from the fiber. As the event occurred after the procedure, there was no harm or injury to the patient. It was reported that the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device for evaluation. A review of the device history records was performed for the reported packaging and component lots. There was no report of permanent harm or injury to the patient due to this event. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).